Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified and tortuous lesion during advancement, which likely disrupted the stent on the balloon, ultimately causing the stent to dislodge from the balloon. The stent implant was free-floating in the anatomy and was crushed against the wall of the vessel with another stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3; returned device status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: hospital address and phone number was requested; however, not provided at the time of this report.

Event description:
It was reported that the procedure was to treat a calcified and tortuous lesion. The 2.75x18 mm xience alpine stent delivery system (sds) was advancing to the lesion when the stent dislodged from the delivery system. Angiography was checked and the stent was located in the left main coronary artery. Another stent was placed over the dislodged stent and another xience alpine stent was used to complete the procedure without further complications. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.